Event description:
It was reported that during a percutaneous peripheral intervention (ppi) procedure, balloon rupture occurred. Access was obtained via the right femoral artery. The 100% stenosed chronic total occlusion target lesion was located in the severely tortuous right external iliac artery. The physician used a different manufacturer guide wire to cross the lesion. A 4mm x 20mm x 144cm coyote es mr balloon catheter was used to perform predilations. The first predilation was performed at 6atms, the second at 8atms and the third at 10atms. Upon performing the 4th dilatation at 12atms, the balloon ruptured. The procedure was completed with a different device and a different manufacturer stent was deployed. Post dilatation was performed with a sterling balloon catheter. No patient complications were reported and the patient status is good.

Event description:
It was reported that during a percutaneous peripheral intervention (ppi) procedure, balloon rupture occurred. Access was obtained via the right femoral artery. The 100% stenosed chronic total occlusion target lesion was located in the severely tortuous right external iliac artery. The physician used a different manufacturer guide wire to cross the lesion. A 4mm x 20mm x 144cm coyote¿ es mr balloon catheter was used to perform predilations. The first predilation was performed at 6atms, the second at 8atms and the third at 10atms. Upon performing the 4th dilatation at 12atms, the balloon ruptured. The procedure was completed with a different device and a different manufacturer stent was deployed. Post dilatation was performed with a sterling balloon catheter. No patient complications were reported and the patient status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by MFR.: the coyote es catheter was received with no original packaging or other devices. There was blood in the balloon and inflation lumen. Magnified inspection revealed a longitudinal tear in the balloon wall from the proximal to distal end of the balloon. The balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).